Event description:
It has been reported by the company that the universal adapter of this device came off the protected pin easily. This incident occurred 7 days after use. There was no report of patient injury and the device is not being returned for analysis.